Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device.  A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The display was found to be working as intended.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a blank screen. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.